Event description:
Customer reported that she gets a high blood glucose when changing the infusion set. She stated that the insulin pump did not give any alarms. The blood glucose reading was 180 mg/dl. She expressed symptoms of a weird smell in her nose, shakes, a headache, and mood swings. She stated that she did have a backup plan. She was advised to disconnect from the insulin pump and check for protruded, loose, or sticking out drive support cap, and customer stated that it appeared normal. No air was found in the tubing and customer found no leaks. Customer ran a manual prime and stated that insulin did exit the tubing. The insulin pump failed the high pressure test twice. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump received with button error alarm due to moisture damage on keypad traces. No moisture damage on electronics noted. The insulin pump received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.